Manufacturer narrative:
(B)(4). No sample was returned for evaluation. An x-ray provided by the customer showed a knot in the tip of the catheter. The lot number was unknown; therefore, the device history record (DHR) review was performed on the catheter based on the sales history of the customer, and no manufacturing related issues were found. The report of a knot in the catheter tip while it was in the patient was confirmed through examination of an x-ray provided by the customer. No anomalies in the catheter were reported prior to insertion. Since the catheter was inserted over the guide wire and the guide wire was successfully removed after placement, it was determined that operational context caused or contributed to the formation of the knot in the catheter tip.

Event description:
The customer alleges that when the user was checking the catheter placement by aspirating the blood using a syringe, they could not aspirate the blood through the distal lumen. Aspiration was successfully performed using the proximal lumen. When the user pulled out the inserted catheter they felt a resistance and couldn't remove it from the patient's body. Intervention - an x-ray was taken and showed a knot in the catheter tip. The user inserted a second catheter from the left femoral vein, and at the end the first catheter could be removed. The procedure was successfully finished and there was no health injury to the patient.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report. Product not sold in the us. Similar product sold in the us.

Event description:
The customer alleges that when the user was checking the catheter placement by aspirating the blood using a syringe, they could not aspirate the blood through the distal lumen. Aspiration was successfully performed using the proximal lumen. When the user pulled out the inserted catheter they felt a resistance and couldn't remove it from the patient's body. Intervention - an x-ray was taken and showed a knot in the catheter tip. The user inserted a second catheter from the left femoral vein, and at the end the first catheter could be removed. The procedure was successfully finished and there was no health injury to the patient.